Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp, tsv, 3.7, 10,mtx,mc,mg,ha (tsvmh10) was returned for investigation. Visual inspection of the as returned product identified damage and a hairline fracture on the drive feature. Pre-existing patient factors, x-ray, tooth location and length of usage are not relevant to the reported event as it occurred during placement. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1237964). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1237964) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is improper loading, implant is used in a manner inconsistent with recommended use, resulting in overload and implant used outside of intended use. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device not returned.

Event description:
It was reported that implant platform has fractured during placement at tooth location 26. Implant was removed and replaced. No delay or injuries were reported.